Event description:
It was reported that eleven weeks post implant of an implantable pulse generator (ipg) system the wound started to open up. It did not appear infected but the physician decided it best to remove. The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.